Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed as the downstream occlusion (dso) sensor was non-reactive and failed to detect the cassette. The cause was the dso sensor. The dso sensor was replaced, and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a downstream occlusion (dso) error. Patient involvement was unknown.